Event description:
It was reported that during the case, the fluid went under the skin, and not into the joint. After surgery, the patient experienced congestive heart failure and was admitted into the hospital for a few days.